Event description:
It was reported via repair work order that the nurse call cable cord cannot be plugged in due to a damaged cpu board on the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.